Event description:
A healthcare professional reported that three glidewell ht tapered implants with two different lot numbers caused perforation of the lingual plate despite using a glidewell guide on tooth locations 27 and 28. It was reported that they "tried sizing up diameter and going shorter to avoid the perforation but then the buccal plate fractured" during implant placement. It was reported that the healthcare provider did not observe any permanent injury, the devices were removed, and no additional procedures were reported. The patient's health status was reported as satisfactory. It was reported that at the time of the surgical procedure the patient's bone quality was type I.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Related to manufacturer report numbers: 3011649314-2025-00987 and 3011649314-2025-00988.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the DHR was reviewed for glidewell ht implant lot# 6255227 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for glidewell ht implant lot# 6255227 was reviewed and found to be in stock, but it is not applicable for physical evaluation since the issue is customer related. Investigation methods/results the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø3.0 x 11.5 mm (70-1189-imp0001) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description the root cause could not be explicitly determined. A potential root cause could be that the implant site was not inspected properly therefore which may have led to the fracture of the buccal plate. IFU-012631 rev 3 (glidewell ht implant system IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Manufacturer internal reference number: (B)(4).